Manufacturer narrative:
As reported, the sealant sleeve of a 6f/7f mynx control vascular closure device (vcd) was damaged/cracked, and the device could not enter the sheath well. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The physician achieved certification on the use of the mynx control vascular closure device. The device was stored according to the instructions for use (IFU), and the storage temperature did not exceed 25°c. There were no anomalies noted prior to use. The device was prepared according to the IFU, and no difficulty was noted; however, the device was not purged of air during preparation. A 5f non-cordis sheath introducer was used during the procedure. There were no kinks in the sheath after removal, and there was no damage to the button. The stick location was above the femoral head, and the vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle (30¿45 degrees) of the vascular sheath introducer. There was little vessel tortuosity and little or no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The device was removed from the packaging according to the IFU, and no excess force was applied during insertion. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found closed, and no syringe was returned for this evaluation. The sealant was partially exposed but remained mounted on the unit delivery shaft. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and measured within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test was performed to ensure functionality. The unit functioned as intended, with the sealant deploying and the balloon retracting as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as the catheter sheath introducer (csi) was not returned for this evaluation. Additionally, an insertion/withdrawal test using a laboratory sample could not be performed due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics (the access site was moderately tortuous), procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) was damaged/cracked, and the device could not enter the sheath well. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The physician achieved certification on the use of the mynx control vascular closure device. The device was stored according to the instructions for use, and the storage temperature did not exceed 25°c. There were no anomalies noted prior to use. The device was prepared according to the instructions for use, and no difficulty was noted; however, the device was not purged of air during preparation. A 5f non-cordis sheath introducer was used during the procedure. There were no kinks in the sheath after removal, and there was no damage to the button. The stick location was above the femoral head, and the vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle (30¿45 degrees) of the vascular sheath introducer. There was little vessel tortuosity and little or no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The device was removed from the packaging according to the instructions for use (IFU), and no excess force was applied during insertion. The device will be returned for evaluation. Addendum: per product evaluation, the sealant was partially exposed from the sealant sleeves.